Event description:
I began invisalign under the care of my orthodontist the last week of (B)(6) 2017. I was scheduled to complete 19 trays, which were to be switched out every two weeks. Within hours of starting tray 1, I began to feel nauseous, feverish, get chills, experience severe fatigue, and have a severely sore throat. I was sick for 2-3 days but then recovered. However, it occurred again when I switched to tray 2. Several days of sickness, now including a headache and sinus congestion. This repeated itself at tray 3, 4, 5 and 6. I finally made the connection and informed my dentist, who instructed me to try soaking in retainer cleaner before inserting them at the next tray swap. Tray 7 had a milder effect and I thought all was well. Tray 8 and 9 returned the symptoms with an increased intensity and a longer duration. At this point I am discontinuing treatment.